Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The lot number is also not available.

Event description:
The customer reported that during a cystectomy pouch procedure, the device would not seal and did not cut tissue well. No patient injury occurred and a new device was used to continue the procedure.